Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a routine follow-up. Interrogation revealed pli and noise on the lead. No externalized conductors were observed under fluoroscopy. Lead was capped and replaced during generator change out due to normal eri. The patient was stable and will continue to be monitored.